Event description:
It was reported that the patient underwent a catheter revision after the hcp noted a volume discrepancy in 2007. The hcp aspirated more drug than anticipated from the reservoir. At the revision, the catheter was coiled, twisted and based on the condition of the catheter, it was presumed that the patient was not getting drug. No patient symptoms were reported. The pump may have flipped and the patient turned it back. See also manufacturer's report #: 6000030200704508.